Event description:
On/off button (manual suspend) is sticking in off position resulting in evelated blood sugar requiring the need of an insulin injection. This required no physician or hospital intervention. Injections were done at home.